Manufacturer narrative:
Tech completed troubleshooting the alleged problem and found hi-lo head of bed drifting down. Replaced both hi-lo head down and hi-lo head up valves. Also replaced emergency trendelenburg valve and checked operation to resolve this issue.

Event description:
Facility left bed on 5th floor hallway with (broken) sign on it. Tech alleged problem found to be hi-lo head of bed drifting down.